Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has been explanted since 2018. The recipient's status was not provided. The recipient¿s device was discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent three surgeries. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
During the recipient's implantation surgery, the surgeon performed a petrosectomy with right ear canal closure. Following implantation surgery, the recipient did well for a period of time but began to experience significant drainage making the recipient unable to use the device. On (B)(6) 2018, the surgeon removed the device and revised the petrosectomy. Approximately six months later, after a sneezing episode, the recipient again experienced significant drainage, and a third surgery was performed to revise the petrosectomy. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.